Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical support that they were hospitalized to get their inner tube cleared. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patient's peritoneal dialysis registered nurse (porn) reported the patient experienced complications during ccpd therapy due to omentum wrapped around their pd catheter (not a fresenius product) over a year ago (exact date unknown). No hospitalization information was provided. It was confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s). No further event or patient information was provided. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).